Manufacturer narrative:
Received one used d1000 tego connector for inspection. Excessive seal tearing was found on the returned tego. The seal of the tego was also collapsed. The probable cause of the torn seal is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. A device history record review could not be conducted because no lot number was identified.

Event description:
A complaint investigation was approved on 27mar2025 which identified excessive seal tearing on a returned used tego device. This is a reportable malfunction.